Event description:
The customer's parent called and reported the customer had hit the insulin pump against his metal bed and the bottom of the pump became cracked. The location of the damage was at the bottom, where the drive support cap is located, and down the top of the pump into a button. The customer's blood glucose was 267 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Pump received scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.